Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Brand new out of box issue. The frame is tweaked, bent and both wheels are rubbing against the side frame.

Manufacturer narrative:
(B)(4) - a detailed evaluation has been performed on the returned device. That evaluation confirmed that both of the rear wheels were bent, and it was determined that this failure was causing the chair to three wheel slightly and roll to the left. Any underlying cause for the bent rear wheels, however, was not identified.

Event description:
Brand new out of box issue. The frame is tweaked, bent and both wheels are rubbing against the side frame.